Manufacturer narrative:
Updated fields - b4, g1 contact person ¿ mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d7a. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the motor controller pcb after determining that it was defective. All checks were done. Calibration was completed. The machine was working satisfactorily. The iabp was handed over to the customer in good, working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by an engineer for cs 300, during routine check there is an error: electrical test fail code # 50. No one was harmed onsite. Patient was not involved.